Event description:
Customer states: "procedure not attended by cook rep. Verbal report regarding procedure given to cook rep, by doctors involved. Pcnl procedure: 5french open ended ureteral catheter placed (retrograde) for retrograde pyelogram. Catheter left indwelling, percutaneous nephrolithotomy then performed: tract established by dr, using ultraxx nephrostomy balloon dilator. Sonotrobe then used to ablate renal calculi (two drs). Subsequent ii showed catheter without tip. After 'long period' (quote dr waugh) of searching with nephroscope, catheter tip was located in renal pelvis and removed with tri-radiant graspers. When viewing xray images (taken during the procedure) the following day (in xray dept). Dr(second) observed that catheter on xray appeared to be intact after initial placement of balloon sheath, and catheter appeared to be adjacent to calculi, and that a subsequent xray image taken during the procedure appeared to be of the ureteral catheter without tip."

Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned. Information received from the distributor indicates the product will be returned at a later date for an evaluation. The distributor has also been contacted for additional information. As additional information becomes available, it will be forwarded.